Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. It was reported the patient's pump kept having problems and a botched refill almost killed the patient. The pump was removed.